Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had vibrate anomaly on the insulin pump. The customer¿s blood glucose level was unknown. The customer stated that she ran a self-test and vibration did not work and had done that several times. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan as per health care professional¿s recommendation. The insulin pump will be returned for analysis.

Manufacturer narrative:
During back light check, there was a portion of the el panel that was not lit due to damaged el panel. Unit audio/beep/vibrate function properly and no anomaly noted during testing. Unit had minor scratched lcd window, broken battery tube threads, cracked reservoir tube lip and stained address/serial number label.